Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked, and scratched case.

Event description:
It was reported that the customer's insulin pump had cracks on the display screen. Customer's blood glucose level at the time 274mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.